Event description:
The pt initially reported that ten days post implant of her interstim device her incision opened and she was bleeding from it. The hcp confirmed that the pt experienced redness and incisional wound opening at the device pocket site. A culture was obtained from the device pocket but no predominant organism was reported. IV antibiotics were administered and the infection resolved.

Manufacturer narrative:
To date the device has not been returned to medtronic for eval. If further info is received or the device returned, a follow-up medwatch report will be sent.